Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of repetitive wavelets. During the clinic follow up the noise has been reproduced while mimicking tooth brushing. This s-ICD remains in service. No adverse patient effects were reported.